Event description:
New information received stated that the atrial lead noise was wrongly diagnosed as atrial fibrillation and patient has no history of atrial fibrillation. No interventions were required.patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patients right atrial lead was exhibiting noise.